Event description:
It was reported that surgeon noted a round brown dot on the haptic of the icm115v4 11.5mm implantable collamer lens prior to it being loaded. Therefore, the lens was not used.

Manufacturer narrative:
(B)(4).